Event description:
It has been reported to philips that x-ray generation was not possible. The device was in clinical use. The examination was completed in another system. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during a neurovascular intervention, and it was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the radiation was not possible. Analysis of the log file showed ¿x-ray not possible¿ error message. During troubleshooting, the fse identified a fault in the thick focus of the x-ray bulb of the front channel. The fse replaced the x-ray ampoule of the front channel. After the replacement of the x-ray ampoule, the system was returned to use in good working order. The codes were updated based on the investigation outcome.